Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Complications were encountered during impella cp support. Upon initial insertion of the device, the impella hit the ventricle wall and interfered with the left bundle branch. As the right bundle branch had a pre-existing block, the patient went into asystole for twenty seconds. Compressions were performed until the patient's native conduction returned. The following day, suction alarms suddenly appeared and the impella flow dropped to 0.0. Ventriculography noted a thrombus in the left ventricle that had not been previously viewed. The patient platelet levels started to drop rapidly and platelets were given to the patient. The decision was ultimately made to explant the pump. Upon removal, a thrombus was observed occluding the inlet of the pump. The patient remained on extracorporeal membrane oxygenation support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation vf/vt/af/at, low pump flow, and hemolysis has been completed. Returned complaint cp pump visually inspected. No cannula kink observed. No broken blades found. A big chunk of biomaterial observed in the inlet cage and pigtail. No other abnormalities. The cause of the low pump flow issue was biomaterial. As the necessary information was not provided, the root cause of the vt/vf and hemolysis was not determined.